Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that after a rotator cuff repair surgery the patient has an infection. Due to the infection the implanted items will be removed in revision surgery on (B)(6) 2023. The following devices were used or implanted in the initial surgery: ar-6530-1 lot: 829187258, ar-13995n-1 lot: 15068024, ar-1927bct-1 lot: 14146766, ar-2324bcm-1 lot: 15046069. Update swit 27-jun-2023: the initial surgery was performed last week. The infection was observed during the weekend (on (B)(6) 2023). The intervention is planned for on (B)(6) 2023. The surgeon is planning to remove everything without replacing implants. Update swit 30-jun-2023: the implants were successfully removed during revision surgery. They are awaiting the results of the bacteriological sample. The patient will receive an antibiotic therapy and once the infection has been resolved, he will wear stocks.

Manufacturer narrative:
Additional information: d6b, g3, h3, h6. Based on the image from the field, it is evident that the device was explanted. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.